Event description:
The patient reportedly experienced a series of incidences that involved impact to his implanted device which lead to intermittent sound followed by sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was functioning, but symptoms suggested a possible cracked case. A decision was made to explant the patient's device. The patient's cii device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.